Event description:
Reporter indicated that during surgery to replace pt's generator due to end of service, the surgeon noticed that the lead was fractured and there was a lot of scar tissue. The surgeon clipped the lead at the electrodes and closed the pt. The surgeon had not decided on a plant of action yet. It was reported that the pt has exuberant scar tissue and that the surgeon did not want to strip off the electrode from the nerve. Further follow up revealed that the physician decided not to reimplant because he felt that the device was not working. It was determined that the device was not working because the lead was broken. The pt was prescribed zonogram (100 to 200 mg daily) instead of vns therapy. No x-ray was taken prior to surgery and the pt does not currently have a follow up appointment scheduled.